Event description:
Patient reported "pain, swelling and rippling correction". Patient reported later "baker's grade of capsular contracture: IV, benign calcifications and rare simple cysts, smaller than 0.5 cm". This record is for the right -side. Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ device wrinkling: unable to observe as it is not related to the manufacturing process. ¿ cyst(s): unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ calcification: not observed. ¿ pain: unable to observe as it is not related to the manufacturing process. ¿ edema: unable to observe as it is not related to the manufacturing process. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture IV.

Event description:
Patient reported "pain, swelling and rippling correction". Patient reported later "baker's grade of capsular contracture: IV, benign calcifications and rare simple cysts, smaller than 0.5 cm". This record is for the right -side. Device has been explanted.